Event description:
A customer reported that the probe of the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. Investigation into this event found that the probe was bent. A bent probe can lead to a loss in vacuum/pressure in the fluidics system, which can lead to probe drip. The fe performed the appropriate adjustments to return the analyzer to expected operation.